Manufacturer narrative:
Product analysis: analysis was able to confirm the reported programmer freezes on the formatting report message, the software was reloaded. Analysis also noted that the power cord bay door was broken, the lower case was cracked, and the keyboard latch was broken. The power cord bay assembly and lower case were replaced. The keyboard was still functional and was not replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displays a "formatting report" prompt and then completely freezes. The programmer was returned for service. There was no patient involvement.